Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Healthcare professional additionally reported left side rupture found during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii/IV.

Event description:
Reported via portal left side capsular contracture. Device has been explanted.